Manufacturer narrative:
The customer reported that the pacer keypad rate and output functions were not working. The unit was evaluated at philips, and the symptom was verified. The pacer keypad was replaced to resolve the issue.

Event description:
The customer reported that the pacer keypad rate and output functions were not working.